Event description:
It was reported that, during a cori assisted surgery, one (1) real intelligence robotic drill stopped working. At the first used, the drill made a noise but did not work. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual procedure). No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).